Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It was reported, needle eclipse s/t 25x5/8 rb, connection issues causing leak. The following was provided by the initial reporter: "problem with the needle and the luer-lock connection that comes with the syringe prefilled with the vaccine". It has happened with the same needle with 2 vaccines that have the same presentation (cristla syringe + that "additional" luer-lock adptator in 2 totally different sites: I am more and more convinced that the problem is the luer-lock adapter that comes with the vaccine and the external "spigot" of the needle with bd safety. Additional information: the incident occurred was the device used on patient. They connected the eclipse needle to the vaccine syringe luer lok, and it leaked during use the eclipse reference is 305760, 25g 5/8 safety needle (9.5 mm x 16 mm). Please confirm the number of affected products: 500 units. Was the patient or user harmed? If so, please explain: no. Could you provide the date of the incident? On (B)(6) 2026. Could you provide the lot number of the defective product? 25110005.